Event description:
New information received notes that the rv lead was explanted and replaced. The patient status was unknown.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise as high ventricular episodes which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient was in stable condition.